Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) malfunctioned . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 (w/vasoshield) malfunctioned (product jammed) . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h6- corrected to mechanical issue, b5- updated summary. A lot history record review was completed for lots 25148317, 25148094, and 25147580, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmr¿s recorded in the lot history.